Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 3246ml during cycle 3. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the patient's dialysis clinic. The nurse on duty stated she would relay the information related to the iipv found during evaluation to the patient's primary nurse. The nurse on duty stated that the patient has been doing fine, and could not recall if this drain volume was reported to the clinic. No injury or medical intervention was reported. Device evaluation: the homechoice was evaluated by the product analysis lab (pal). The homechoice passed the rite (return instrument test / evaluation) functional and electrical tests and was functioning within specification. The assignable cause for the reported condition of an increased intra-peritoneal volume (iipv) was determined to be an insufficient drain (false empty detected with an inappropriate bypass of the initial drain and one or more cycles advanced to the next fill when a slow/no flow condition occurred above the minimum drain volume threshold). Review of the service history reveals no issues that could have contributed to the iipv. Review of the labeling shows the homechoice apd systems at-homeguide is sufficient for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).